Event description:
During bronchoscopy, thoracoscopy, thoracotomy with resection, powered stapler in use for merge resection, failed to open for removal following usage, dr could not remove it. Wedge resection performed to remove instrument. Resection was necessary but a larger section was taken to include the instrument.